Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a defibrillation threshold testing on (B)(6) 2018. During the test an alert appeared for ¿possible high voltage lead issue.¿ the first shock was aborted, however after a change in the shock vector, the second shock was successful. The right ventricular lead was capped and replaced on (B)(6) 2018.